Manufacturer narrative:
E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.6 code f1901 was removed and a new impact code was added. The investigation was completed and no product was returned for investigation. Major bleed: bleeding during the time of implantation at access site around the sheath before placing the mattress sutures. The root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Sutures were clipped and retied. Hemostasis was achieved by placing the art line and manual pressure held for 30 minutes and pressure dressing. The device history review was completed and the device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced oozing because the mattress suture was not tied prior to the impella sheath. The sutures were clipped and re-tied, manual pressure was held for 30 minutes, and a pressure dressing was placed to successfully resolve the issue. Later, the patient was successfully weaned from the pump and survived.